Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0079148. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ syringe packaging seal was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing to use, it is found that the seal is not strict, give replacement"